Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Handle is broken, the brush heads dont stay on, they fall off in mouth - oral-b [device breakage] case narrative: consumer via phone stated that the oral-b toothbrush handle was broken and the oral-b toothbrush heads would not stay on, falling off in their mouth. No injury was reported.